Manufacturer narrative:
Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was non-conforming. The instrument was cycled and would not fed the clips due to a disengaged feedbar. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure that the device, it could not be fired. There was no adverse patient consequence.